Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review of this device found no prior service records related to the issue under investigation. Quality data review: nonconformance (nc) / corrective and preventive action (CAPA) search review found one non-conformance record, and one CAPA investigation related to the issue under investigation. Complaint history review: the complaint history review found 6 complaint tickets, including complaint under review, related to instances of leakage from system solutions drawer due to a loose reagent cradle reservoir line fitting on an alinity m system, ln 08n53-02. The corresponding investigations did not identify a product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m instrument system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module. Requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Event description:
Customer reported a small puddle forming under the alinity m system. Customer first observed liquid on the floor after verifying the system solutions drawer and wiped the liquid down. The puddle formed again when she was emptying the amplified waste. Customer was equipped with appropriate personal protective equipment (ppe) and no contact with skin or other exposed tissue was made. The liquid leaked onto walking surface but was contained. The field service engineer (fse) went on site and reported that the connection to the vapor barrier cradle was loose. The fse tightened the tubing connection to the cradle and ordered a vapor barrier cradle. The vapor barrier solution was cleaned and system was returned to service. There were no injuries associated with the leak. There was no patient involved as the leak was identified by the alinity m user.